Manufacturer narrative:
Age, weight and ethnicity: unknown, information not provided. If explanted, give date: not applicable, as lens remains implanted.  Initial reporter phone number: (B)(6). The lens is not returning for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was stuck in the cartridge during implantation into the patient's operative eye. A second instrument was used to dislodge it and the lens was left in the capsular bag. There was a delay of 5-7 minutes. No further information was available.